Manufacturer narrative:
Investigation: evaluation: a cook representative from crittenton hospital medical center in the united states informed cook on (B)(6) 2021 of an incident involving multiple cook devices. It was reported that the patient presented emergently to (B)(6) hospital on (B)(6) 2021 with a ruptured aneurysm and an abdomen full of blood clots. Separation had occurred between the main body graft and the ipsilateral leg graft. The physician clamped 2cm above the renal arteries to place an extension graft; however, there was no blood flow below the aorta and all grafts were completely thrombosed. The intervention procedure was not successful, and the patient expired. The 78-year-old male patient underwent an endovascular aneurysm repair (evar) procedure to treat an abdominal aortic aneurysm (aaa) on 30aug2010 at beaumont hospital. A main body tffb-30-111-zt (lot: 2528519), proximal contralateral tfle-12-90-zt (lot: 2376696), distal contralateral tfle-18-73-zt (lot: 2459967) and an ipsilateral tfle (rpn: unknown) were implanted. It was also reported that the patient presented back to beaumont hospital and the physician approximately 2 years ago due to a disconnection and blood clots between the main body graft and one of the iliac leg grafts. On (B)(6) 2019, the patient underwent an additional procedure and the physician placed a zsle extension graft to bridge the separation area. Per the family reporting the most recent events, this physician stated this would occur again and would be very bad when it does. A review of documentation including the complaint history, drawing, instructions for use (IFU) and quality control of the device, as well as a visual inspection of returned imaging and dimensional verification, was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, CT and angiography studies dated (B)(6) 2019 and (B)(6) 2021 were provided for evaluation and sent for expert image review. This investigation focuses on the reported thrombus and graft separation from the right ipsilateral tfle graft (rpn and lot unknown). Based on imaging measurements, the device was likely a tfle-24-73-zt. Expert review of the imaging provided confirmed the reported tfle separation from the main body tffb graft. On the last CT (date anonymized to (B)(6) 2021, likely the reported date of (B)(6) 2021), the right tfle(tfle-24-71 based on imaging measurements) was completely separated from the tffb-30-111 ipsilateral limb, all graft components were completely thrombosed, and there was a massive retroperitoneal hematoma consistent with aortic rupture. Contributing factors identified for the tfle separation from the ipsilateral limb 125 months post procedure included aneurysm sac expansion and a possible type 1a endoleak. The reviewer stated, "the component separation may have been due to graft movement due to a very large aaa sac space. Alternatively, the proximal main body graft appears to lack any graft wall apposition in the proximal neck. This could also have been a type 1a endoleak that led to sac expansion and concomitant distraction and dislocation of the ipsilateral limb/right tfle junction, further contributing to sac expansion and rupture from a type 3a endoleak." The type 1a endoleak was captured in the report with report reference #: 1820334-2021-00937. On the previous CT study provided performed prior to the secondary intervention, the right tfle overlapped 20mm within the ipsilateral limb. The product IFU instructs for a minimum of 1 stent overlap (tfle proximal seal stent), meaning this was slightly less than minimum overlap. This CT was conducted between 8 to 9 years post implantation; therefore, this investigation cannot determine if the devices were placed within IFU recommendations during the original implant procedure. The tfle separation from the tffb ipsilateral limb was likely a result of morphological changes (aneurysm sac expansion) over the postoperative time interval from continued disease progression. The imaging reviewer's incidental finding of a likely type 1a endoleak also could have contributed to the aaa expansion. Review of the imaging provided confirmed the reported thrombus occlusion of the right tfle graft. The reported blood clots observed at the secondary intervention procedure on (B)(6) 2019 were not observed on the imaging provided. Contributing factors identified for the thrombus formation observed within the right tfle graft included outflow obstruction from the ipsilateral tfle separation and severe hypotension/low flow state following the aaa rupture. The reviewer stated, "following the rupture, the aaa sac appears to have thrombosed, likely due to severe hypotension and a low-flow state, and this may have led to outflow obstruction of the ipsilateral limb and thrombosis of the main body graft. The acute loss of flow then led to thrombosis of the left leg grafts and loss of collateral flow from bilateral iliac systems. It is unclear if the disconnected right tfle leg was previously occluded or if this occurred acutely with the other components." Based on review of the secondary intervention imaging, a type 1b endoleak was observed on the distal left tfle-18-73-zt and treated with placement of the zsle-9-122-zt, referenced in report reference #: 1820334-2021-00940. After placement of the zsle-9-122-zt, the reviewer noted a type 3a endoleak between the overlap of both components. This information is captured in reports with reference #: 1820334-2021-00940 (tfle-18-73-zt) and 1820334-2021-00942 (zsle-9-122-zt). The reported separation of the proximal left tfle-12-90-zt from the tffb contralateral limb was not observed on the imaging provided. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify potential nonconformances prior to distribution. A review of the design history file (dhf) showed that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be completed, as the lot information was not provided by the facility. Based on imaging review measurements, the device rpn was likely tfle-24-73-zt. All tfle prefix devices are one-device lots, giving no indication of lot-related nonconforming product in house or in the field. Based on the information provided, review of post-operative imaging and review of current documentation regarding controls and inspections, cook has concluded that the product was manufactured to specification. The complete thrombus occlusion of the main body tffb-30-111 graft greater than 10 years post implantation was likely secondary to the ipsilateral tfle separation and aaa rupture. The instructions for use (IFU) for (t_zaaaf_rev2) ¿zenith flex® aaa endovascular graft with the z-trak¿ introduction system¿, provides the following information related to the reported failure mode: 4 warnings and precautions: 4.1 general: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." 4.2 patient selection, treatment and follow-up: "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length;) and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak." Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients." 4.3 implant procedure: "systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. To avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula)." 4.4 device selection: "strict adherence to the zenith flex aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size (tables 10.5.1 and 10.5.2). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." 4.5 implant procedure: "inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." Systemic anti coagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Use caution during manipulation of catheters, wires and sheaths within an aneurysm. Significant disturbances may dislodge fragments of thrombus, which can cause distal embolization or rupture of the aneurysm." 5 adverse events: 5.2 potential adverse events: "adverse events that may occur and/or require intervention include, but are not limited to: endoleak; endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion"; arterial or venous thrombosis and/or pseudoaneurysm; claudication (e.g., buttock, lower limb); embolization (micro and macro) with transient or permanent ischemia or infarction; endoprosthesis: occlusion; graft or native vessel occlusion; renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure)". 8 patient counseling information: "physicians must advise each patient that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness." 11 directions for use: anatomical requirements; "iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity should be compatible with vascular access techniques and accessories. Iliac artery distal fixation site should be greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." 11.1 bifurcated system: 11.1.8 contralateral iliac leg placement and deployment; "introduce the contralateral iliac leg delivery system into the artery. Advance slowly until the iliac leg graft overlaps at least one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the contralateral limb of the main body. If there is any tendency for the main body graft to move during this maneuver, hold it in position by stabilizing the gray positioner on the ipsilateral side. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft." Final angiogram: "position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. Repair vessels and close in standard surgical fashion." 11.1.11 ipsilateral iliac leg placement and deployment: advance slowly until the ipsilateral iliac leg graft overlaps a minimum of one full iliac leg stent (i.e., proximal stent of iliac leg graft) inside the ipsilateral limb of the main body. Note: if an overlap of greater than three iliac stents is required (greater than two iliac leg stents for 37, 39, 54 and 56 mm leg lengths), it may be necessary to consider use of a leg extension in the bifurcation area of the opposite side. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency." 12 imaging guidelines and postoperative follow-up: 12.4 ultrasound: "ultrasound imaging may be performed in place of contrast CT when patient factors preclude the use of image contrast media. Ultrasound may be paired with non-contrast CT. A complete aortic duplex is to be videotaped for maximum aneurysm diameter, endoleaks, stent patency and stenosis." 12.6 additional surveillance and treatment: "additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak; aneurysms with type iii endoleak; aneurysms enlargement, >/- 5mm of maximum diameter (regardless of endoleak status); migration; inadequate seal length." Note: while the lot number for this device is unknown, for other devices placed in the index procedure, this revision of the IFU was confirmed to be placed as part of the labeling of those devices. Based on the information provided, no returned product, and the results of our investigation, it was concluded that the cause can be traced to an adverse event related to the patient's condition. The tfle separation from the tffb ipsilateral limb was likely a result of morphological changes (aneurysm sac expansion) over the postoperative time interval from continued disease progression. The complete thrombus occlusion of the right tfle graft greater than 10 years post implantation was likely secondary to the ipsilateral tfle separation and aaa rupture. The imaging reviewer's incidental finding of a likely type 1a endoleak also could have contributed to the aaa expansion. Thrombus, endoleaks, and component separation are known inherent risks of the device detailed in the product IFU. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device information: exact rpn of complaint device is unknown but the zenith leg is presumed to be a tfle device. Occupation: clinical specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an (B)(6) year old male patient with a total of 5 cook devices implanted experienced multiple instances of endoleaks due to component separation and occlusion of the grafts. On (B)(6) 2021, the patient presented in an emergency situation with an aneurysm rupture and the abdomen full of blood clots, which contributed to a lack of blood flow below the patient's aorta. The patient ultimately expired. A total of 5 reports will be submitted under patient identifier: (B)(6), one for each device the patient had implanted. This report concerns the component separation and endoleak as well as the thrombus associated with the zenith flex aaa endovascular graft iliac leg device, that was implanted on the patient's ipsilateral side. On (B)(6) 2010, a then (B)(6) year old male patient with an abdominal aortic aneurysm underwent a procedure in which 4 zenith grafts were implanted, listed below. Main body: tffb-30-111-zt, lot 2528519. Contralateral side proximal: tfle-12-90-zt, lot 2376696. Contralateral side distal: tfle-18-73-zt, lot 2459967. Ipsilateral side: unknown tfle (subject of this report). The patient presented back to the implanting hospital and physician approximately 2 years ago as there was a disconnection of components and blood clots between the main body graft and the proximal contralateral iliac leg graft. The ipsilateral iliac leg graft is not believed to have been involved in the separation in this event. On (B)(6) 2019, the patient underwent an additional procedure in which the physician placed a zsle-9-122-zt, lot 9127512xx. The graft was reportedly used "to bridge the separation area", but imaging provided indicates that the zsle graft was used as an extension on the contralateral side. It is unknown what was done to address the blood clots and thrombus seen in the devices at this time. On (B)(6) 2021, the patient presented in an emergency situation at a different facility with an aneurysm rupture and an abdomen full of blood clots. The grafts appeared to be separated again, this time at the junction of the main body graft and ipsilateral iliac leg graft. The patient was taken into surgery and the physician clamped off 2cm above the renals to place an extension graft; however, there was no blood flow below the aorta and everything was reported to be thrombosed. Imaging provided indicates that all 5 grafts implanted in the patient were occluded. The patient ultimately expired due to the lack of blood flow related to the thrombus.